Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that right ventricular (rv) lead, connected to this pacemaker, had no capture in bipolar pacing configuration. There was intermittent capture at maximum output, in the unipolar pacing configuration. Additionally pacing impedances in both configurations were greater than 2500 ohms. During a revision procedure the lead was not tested by a pacing system analyzer. The pacemaker was explanted and the lead was abandoned surgically, as the patient was not an extraction candidate. A new pacemaker and rv lead were successfully placed. The cause for the issue remains unknown. No additional adverse patient effects were reported.